Event description:
It was reported that continuous glucose monitoring displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, did not experience repeat error, and successfully started new sensor session.